Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the procedure, the device was advanced contralaterally to the lesion of the left superficial femoral artery. After the guiding sheath was inserted, the physician attempted to inflate the balloon catheter; however, it ruptured (pinhole). Since the balloon was caught while advancing, a different sized balloon was used to complete the procedure. A section of the device did not remain inside the patient¿s body. It was noted that diffuse calcified lesion was observed. Another manufacturer's balloon catheter was used prior to the complaint device and did not rupture.